Event description:
A facility reported that the unknown cryosolutions xxx-cryosolutions entire contents of a new cartridge were prematurely released before the cartridge was completely installed in the pen. It was described as a "near miss, but there were no significant injuries." There were also no reports of surgical delays.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Unknown cryosolutions xxx-cryosolutions was not returned for evaluation. The product has not been returned or identified for evaluation. We made three attempts to retrieve the product and gather information. The leak may be due to a damaged o-ring or improper or delayed cartridge installation. Previous investigation by the product's legal manufacturer/sales entity, new medical technology (nmt) and united medical partners (ump), found that certain lots of cartridges were affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and information for use (IFU) updates, which have been distributed by integra to affected customers/distributors as part of a voluntary correction. It is unknown if this cartridge is an affected lot. A definitive root cause of the reported issues could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.